Event description:
It was reported that, the user experienced elevated blood glucose with a reported value of 246 mg/dl despite no recent food intake. The user confirmed there were no leaks or kinks in the infusion set. During a supply check, insulin was observed dripping from the tubing. The user was advised regarding potential causes of hyperglycemia and instructed to continue monitoring glucose levels and to change supplies if glucose did not trend downward. Symptoms included hyperglycemia. The event was self-managed at home without alerts, alarms, or hospitalization. Subsequent monitoring demonstrated improvement, with glucose decreasing to 168 mg/dl. Investigation activities included a user interview, supply check, and troubleshooting and education. The investigation revealed no device alarms and no confirmed hardware malfunction. No abnormal infusion set findings were reported, and insulin flow was observed. The cause of the hyperglycemia remained unclear. Based on previously established findings for similar reports, the cause of the event was determined to be inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.